Event description:
The customer reported that the device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. The battery pca pins were bent and failed to make good contact with the battery. The battery pca was replaced which resolved the failure. The device passed all performance verification testing and remains at the customer site.